Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, foreign material was coming out from suction cylinder. The angulation in the up direction was out of standards due to worn of the angle-wire. The insertion quantity was out of standard due to damage of channel tube. In addition, liquid leaks due to perforation of channel tube, liquid leaks due to deformation of scope-connector, dark screen due to scratch of charged coupled device lens, broken adhesive part of ar (bending section cover or distal sheath), crease at the connecting tube, section cover deformed, electrical connector corrosion, dirty control section, distal end scratches, adhesive around lenses worn, and light guide bundle poor condition were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera colonovideoscope accessory was clogged at the biopsy. The event occurred during preparation for use. During a standard service inspection of the customer returned device, foreign material coming out from s-cylinder was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Event description:
Customer confirmed a similar device was used to complete the procedure. No delay or patient impact. It was also stated they are following the instructions for use when reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Event - updated with customer response received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the foreign material clogged in the device was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.